Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was missing/peeling and that the up arrow, down arrow, and ok/enter buttons subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: the keypad was found to be peeling off. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was no evidence of damage or contamination found under any of the key contacts. The original complaint of a keypad response issue was unable to be duplicated. The original complaint of a damaged keypad issue was confirmed. Unrelated to the original complaint, the display was found to be dim with reddish text. The battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal and from the case seal traveling to the grip pad. The pump cover was opened and moisture was found on the battery canister. (B)(4).